Event description:
It was reported patient with diabetes reports persistent line blocked alarms occurring mainly overnight, with some daytime occurrences. Patient has attempted multiple troubleshooting steps including site changes and full cassette/tubing changes (x4); however, the alarm either persists or returns. The patient stated that she typically tries a site change first and completes a full cassette change if the issue continues. There was patient involvement/no harm reported.

Manufacturer narrative:
A4. Weight: 130. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.